Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be identified during device interrogation. Technical services (ts) recommended troubleshooting options and paged a local boston scientific representative to check this device. This device remains in service. No adverse patient effects were reported.